Manufacturer narrative:
Siemens healthcare completed the investigation of the reported event. The investigation was performed based on expert discussion and considerations of the complaint description, customer service reports, system history, and log file analysis. As previously reported, the event occurred before the procedure, the system collided with the floor plate of the system. It was observed that the cable of the footswitch was caught and damaged during the event. The investigation showed that after starting the system, the system recognized that one of the three motor control unit (mcu) boards was not ready. Consequently, the system was switched to reduced speed and deactivated collision control. The user was informed by the system with the messages "collision control deactivated" and "limited stand/table movement, wait". The following information is available in the system operator manual: chapter 4.3.1, resuming movement after collision (override): "you can initiate a movement by pressing buttons I and ii simultaneously and operating the operating element in a different direction. The message "collision control deactivated" appears.". Chapter 13.2.1, messages for unit movements: "message". "Limited stand/table movement, wait" communication with the stand has not yet been established. This message is normal during start-up. 1 wait until the message disappears. 2 if the message does not disappear: contact siemens service.". Nevertheless, the system was moved by the operator, and the system collided with the floor plate of the system. The siemens customer service engineer adjusted the potentiometer for gantry longitudinal movement, replaced the damaged cover and the damaged footswitch and checked the cable connections at the mcu board. After this, the initial mcu error no longer appeared. Log file analysis confirmed a temporary issue with the mcu board. However, it cannot be determined why the mcu board was not working as expected. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. This complaint has been closed.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that an incident occurred that involved the artis zee multi-purpose system. The concerned unit collided with the floor. The incident occurred during system startup. There are no indications of any adverse effects on any patients or other persons. Siemens has requested additional details in order to conduct an investigation.